Event description:
It was reported that the patient underwent a posterior spinal procedure following a motorcycle accident. The patient was treated with rods and screws. Sometime post-op it was discovered that two screws had broken. Reportedly the patient never fused following the surgery and a "mass of gel" was noticed at one of the implanted levels on a recent MRI. No patient complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.